Event description:
Customer reported the system will not display an image on the monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated a loose connector on the camera. System operates as intended.